Event description:
It was reported that during a da vinci-assisted surgical procedure, error 297 occurred and the vision became black. A technical support engineer (tse) was contacted for troubleshooting assistance. The tse advised the customer to power cycle the system but the issue persisted. The tse tried to instruct the customer to use an external light source to continue the procedure but the surgeon elected to convert the procedure to laparoscopic surgery. There was no reported injury. Intuitive surgical, inc. (Isi) followed up with the surgeon and obtained the following additional information: the error occurred at the end of the surgery so the customer converted the procedure to laparoscopic surgery. A backup light source was available for use but the customer elected to convert the procedure. There was no injury or harm to the patient. There were no issues noted during set up of the system. The system was inspected prior to use. There were no issues with port placements. The procedure was in progress for 3 hours when the issue occurred. There was no post-operative complications to the patient.

Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the illuminator to resolve the reported problem. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the part involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed and replicated the customer reported problem. The device was installed on an in-house unit and power on printed circuit assembly (pca) system. The illuminator had no power, fans did not run, and error 297 occurred in the error log. Blank MDR fields: follow-up was attempted, but the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.